Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose ranged from 154-400 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.